Event description:
Patient allegedly received an implant on (B)(6) 2007 due to limb-threatening deep vein thrombosis (dvt) in left leg during pregnancy, followed by two unsuccessful retrieval attempts on (B)(6) 2008 and (B)(6) 2008. Patient is alleging migration, tilt, vena cava perforation, organ perforation, fracture, and device unable to be retrieved. The patient further alleges "one leg of ivc filter has fractured off of device, and that leg broke into 2 pieces. Those pieces are "floating" in my body, possibly lodged in my spine and an unknown place. The filter itself protrudes out of my vena cava some legs protruding into my pancreas and other organs. It is also above my renal veins and tiled. I experience unexplained burning and pain in my diaphragm area, severe back pain, ibs [irritable bowel syndrome] and I now have fibromyalgia. I also have anxiety and depression" as well as physical limitations, post-traumatic stress disorder (ptsd), sleeplessness, and post-implant pulmonary embolism (pe). Report from CT (computed tomography): "an ivc filter is identified in a suprarenal position, with the inferior-most tines superior to the right renal vein, and at the level of the left renal vein. A small filling defect is identified adherent to the superior tip of the ivc filter which likely represents residual thrombus. Two coupled metallic stents are identified spanning the left common iliac vein from the junction with the ivc to the distal external iliac vein. Small amount of thrombus is seen adherent to the wall of the stent. Otherwise, the ivc and iliac veins are patent." Report from xray: "svc filter noted within the mid upper abdomen." Report from xray: "an ivc filter is still seen in the right upper quadrant of the abdomen." Retrieval report (attempted): "multiple attempts were made using this retrieval device as well as with a trilobed snare. Unfortunately the hook on the filter was not able to be grasped. Attempts were also used with a pigtail catheter in order to dislodge the hook of the filter from the inferior vena caval wall. When this was not possible, then the wires and catheters were all removed and manual pressure was held." Report from xray: "the ivc filter at ll-2 is somewhat angulated similar to prior CT." Report from CT: "inferior vena cava: patent. There is a suprarenal ivc filter. Majority of the filter prongs appear to extend outside of the ivc, into the surrounding retroperitonea I fat. One prong extends into the proximal left renal vein (6:206), one into the proximal right renal vein, and two prongs into uncinate process of the pancreas (&110). Also noted is a fractured prong in the left paracaval space, which has migrated slightly superiorly and appears to traverse the right diaphragmatic crus and into the intervertebral disc space of l2-l3 (7:51, 8:68). There is associated bony remodeling of the l2 endplate." Report from venogram: "a fourth long leg was fractured into pieces and embedded in the ivc wall, essentially externalized, one fragment above the filter and one below the filter." "Venography and the stent showed that the distal half of the stented segment had a calcified intraluminal debris with some associated thrombus as previously seen on CT scan."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), fracture, vena cava (vc)/organ perforation, embedment, vc/filter thrombus, unable to retrieve, migration, tilt, burning, pain, irritable bowel syndrome (ibs, fibromyalgia, anxiety, depression, physical limitations, post traumatic stress syndrome (ptsd), sleeplessness. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported burning, pain, irritable bowel syndrome (ibs), fibromyalgia, anxiety, depression, physical limitations, post traumatic stress disorder (ptsd), and sleeplessness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2007. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."